Event description:
Drive devilbiss healthcare was notified of an incident involving a regulator by a letter from an attorney, which states the end user was refilling an oxygen tank on which the regulator was placed, when leaking oxygen caused a fire to temporarily ignite and the end user to sustain 3rd degree burns to her left hand. Devilbiss healthcare is currently investigating the incident through participation in a lawsuit. No specific defect in the regulator has been identified. An update will be filed if additional information becomes available.